Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis / hyperglycemia event. Locked down smartphone: data not available. Omnipod software app version: 3.1.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The legal guardian reported that the patient was wearing a pod on the leg for an unknown duration when the historical event occurred. Last year, the patient developed vomiting and elevated blood glucose levels greater than 13.9 mmol/l (>250 mg/dl), leading to an emergency department visit. The patient was hospitalized overnight and diagnosed with mild diabetic ketoacidosis. Treatment included insulin drip and saline, and the patient was discharged after approximately 24 hours. Because the legal guardian could not recall the exact dates of medical care, provisional date of (B)(6) 2025 (admission) was entered as occurrence date. The pod was removed at the hospital and was not retained; the controller was also unavailable. The guardian reported that the cannula had inserted into the skin and appeared visibly kinked after removal. The last known bolus prior to the hyperglycemic event was 6 units. Log files are unavailable due to the age of the event and the absence of specific dates. All missing information is attributed to the event occurring over a year ago and the lack of retained hardware.